Manufacturer narrative:
As no lot number was reported, a ship history report (shr) was generated for item number h787ct80stpd0 in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. In addition, the corresponding lots for purchased component (catheter) were packaged in it. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The february 2018 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured / migrated." No adverse trend was identified. The reported complaint description cannot be confirmed as no sample was returned for evaluation. Although the exact root cause is unable to be determined, a potential root cause for the catheter fracture may be due to "pinch off syndrome". The directions for use supplied with the smartport device instructs the physician/clinician on how to properly implant the catheter/port, and cautions against certain handling techniques to avoid "pinch-off syndrome". (B)(4).

Event description:
As reported the port was a right ij placement on (B)(6) 2016. Per records obtained from the hospital with the patient's permission: on (B)(6) 2017, the patient presented to the emergency room after having experienced a pain in her chest, shortness of breath (copd), fever. Diagnosed with pneumonia, and acute hypoxic respiratory failure. Fluoroscopy determined that the catheter had fractured and migrated. The patient was transferred to a different hospital ((B)(6) medical center) for removal of the port and catheter. The catheter fragment was removed via snare from the right atrium/right ventricle.